Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the patient got the pump implanted last year and they had had problems with the pump. The rep verified no symptoms or side effects but when they went for a refill of the pump they were expecting back 3 ml but they withdrew 15.2 ml out of the reservoir. The rep stated that a dye study was done and no issues were found. The rep was asking about warranty for the pump if replaced. Technical services sent the warranty to the rep.